Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not delivering basal doses correctly. The customer experienced high blood glucose levels. The insulin pump powered off without the customer's input. The customer was also having issues with the insulin pump's battery. The customer stopped using the insulin pump. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the self test, sleep currents, rewind, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed and monitored for three days and no blank display, basal anomaly or unexpected battery alarm was noted. The insulin pump had a scratched case.